Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states one of the crossbraces broke in the middle area. The dealer states no injury or property damage.